Event description:
A 20-inch crt-type monitor and mounting bracket fell from the 4-monitor boom on which it was mounted. From a height of approximately five feet the monitor assembly landed on the floor. It hit the health care practitioner and bruised the shoulder.